Event description:
Pt feels that device is not delivering the correct amount of insulin for basal rate. The pt's blood glucose has been in 300's (mg/dl) for the past three days. No treatment was received as a result of this event.